Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had speed drops and pump stops while in clinic. They said their ventricular assist device (vad) had been alarming at home for quite a while as well. While in the clinic, the controller showed controller fault alarm and the controller was exchanged. It was thought to be short to shield, but the patient had no further alarms since the exchange. The log review captured a pump stop event on battery power back on (B)(6) 2023 and nothing else unusual was noted until (B)(6) 2023 at 09:52-09:55 when the patient was connected to the power module and had several pump stops. The patient was told to be on batteries while at home and use ungrounded cable if they want to use wall power. The patient reported no further alarms as of 27jun2023 and was stable at home. Related controller is reported under MFR# 2916596-2023-04671.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed operation and pump stop events. Based on previous complaint experience, the observed behavior could be indicative of a potential driveline wire compromise; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low speed operation and pump stop events while the patient was supported by battery power and the power module. These events were associated with low speed advisory, low speed hazard, low flow hazard, and pump off alarms. Based on previous complaint experience, the observed behavior could be indicative of a potential driveline wire compromise. The account indicated that the patient was to stay on batteries at home and an ungrounded patient cable was sent if there was a desire to use wall power. Reportedly, the patient is not a good candidate for a pump exchange, and if the alarms continued, an external repair would be scheduled. The patient was reported to be stable at home as on (B)(6) 2023 and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.